Event description:
It was reported lead diagnostics showed invalid impedance values for the scs lead during the permanent procedure after the lead was sutured. Subsequently, the physician unhooked the lead tails from the scs ipg, and reconnected to no avail. Furthermore, the physician then cut the suture and the contacts became valid, so cinch anchors were used to complete the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.